Manufacturer narrative:
Results: the lantern was ovalized approximately 116.0, 143.0, 146.5, 148.5, and 149.0 cm from the hub. Conclusions: evaluation of the returned lantern revealed ovalization along the distal shaft of the catheter. Manipulation of the device within the reported narrowed and tortuous anatomy of the patient may have contributed to this damage. This damage may have contributed to the resistance experienced during the procedure. During the functional test, a demonstration coil was advanced through the returned lantern without an issue. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the left internal iliac artery (iia) using pod packing coils (pod pc), lantern delivery microcatheters (lantern) and, a non-penumbra catheter. It was noted that the patient¿s anatomy was tortuous, narrowed and calcified. During the procedure, the physician experienced resistance after advancing two pod pcs approximately 15 to 20 centimeters past the hub of the lantern. Therefore, the lantern was removed. The procedure was completed using a new lantern, the same pod pcs, and three other coils. There was no report of an adverse effect to the patient.